Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead had dislodged. Fluoroscopy revealed the lead was in the atrium. The lead was explanted; no new lead could be implanted as the physician was unable to cannulate the coronary sinus; the left ventricular port on the device was plugged. No patient symptoms or additional information was reported.